Manufacturer narrative:
(B)(4). Batch # n56c5h. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot and batch. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? . If yes, how was the device removed?. Did the jaws eventually open?.

Event description:
It was reported that during the laparoscopic sleeve gastrectomy, after fired, could not open the jaw, cut line and staple line were good. There is no report on the patient's injury. Jaw could no open.

Manufacturer narrative:
(B)(4). Batch # n56c5h. Additional information requested and received: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? As the tissue was cut off, the device removed from the patient directly. The long60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.